Event description:
Following revision surgery, the patient started having seizures in recovery after waking up from anesthesia. The patient was transferred to another hospital for treatment and was sent home with seizure medication (B)(6) 2021. The patient had a history of seizures prior to surgery. The physician has determined that the seizures are not related to the inspire device but may have been triggered by anesthesia.